Event description:
It was reported that during a procedure to treat a concentric lesion in the distal right coronary artery with mild tortuosity and 90% stenosis, a balance middleweight (bmw) elite guide wire was advanced without issue. A 4.0 x 15 voyager nc dilatation catheter was advanced and pre-dilatation was performed without issue. The 4.0 x 15 voyager nc dilatation catheter was withdrawn from the patient anatomy and a 5.0 x 12 voyager nc dilatation catheter was advanced toward the lesion; however, strong resistance was felt with the bmw elite guide wire. The 5.0 x 12 voyager nc dilatation catheter was able to be advanced to the lesion and inflated to 18 atmospheres and the dilatation catheter was pulled back into the guiding catheter. After performing angiogram, the 5.0 x 12 voyager nc dilatation catheter was re-delivered toward the lesion; however, strong resistance was felt again with the bmw elite guide wire and the dilatation catheter could not cross the lesion. The 5.0 x 12 voyager nc dilatation catheter was withdrawn from the patient anatomy with resistance and a 5.0 x 8 voyager nc was advanced over the same bmw elite guide wire without resistance. Reportedly, as there was only resistance felt with the 5.0 x 12 voyager nc dilatation catheter the physician suspected some anomaly of the device as the bmw elite guide wire met resistance with the guide wire lumen from the first place. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight elite; guide cath: launcher jr4.0. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. The reported guide wire resistance could not be confirmed. There were multiple strands of balloon peeling throughout the entire length of the balloon. The noted balloon peeling was not reported and likely resulted from the multiple insertions and retractions into the anatomy. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.